Event description:
The customer reported obtaining low beta human chorionic gonadotropin results and elevated total thyroxine 4, free thyroxine 4, tri-iodothyronine uptake results on quality control samples. Pt samples were also being tested during this timeframe, but the lab stated repeated pt samples were within expectations; therefore, corrected pt reports were not issued.